Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a variceal banding procedure to treat a varix performed on (B)(6) 2024. It was reported that during procedure, the bands did not fully deploy off the ligating unit and the bands just rolled up on one another. The bands connected by a string prevented the ban from coming off. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.